Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported difficult or delayed positioning associated with leaflet slipping out of the clip and entrapment of device (clip and gripper line caught with anatomy) resulting in difficult or delayed activation (difficult to deploy the clip) cannot be determined. Additionally, a cause for the reported slda cannot be determined. Tricuspid valve insufficiency/ regurgitation appears to be due to the slda. Tricuspid regurgitation is a known possible complication associated with triclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. Two xtw clips were successfully deployed on the tricuspid valve. To further reduce tr, a third xtw clip was inserted. Grasping was performed, but the gradient increased to 14mmhg. Therefore, the clip was opened and repositioned. Grasping was again performed, but the physician had doubts the posterior leaflet was securely attached. The clip was unlocked and reopened. However, it was observed the clip was stuck on the septal leaflet. Troubleshooting was performed, but the clip was unable to be removed as the septal leaflet appeared stuck behind the septal gripper. The physician was able to grasp the posterior leaflet and the clip was successfully deployed. It was noted during deployment, the clip did not immediately release from the triclip delivery system (tcds) and it was suspected the septal leaflet was tangled with the gripper line. The clip was stable and tr wad reduced to a grade of 2+. The post procedure gradient was 4-5mmhg. The following day, echocardiography was performed and showed the implanted third implanted clip had detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing tr to increase to an unknown grade.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.